Event description:
A customer reported that the laser was not working and an error message displayed during the procedure. An alternate system was used to complete the case without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will b filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).